Event description:
A hemodialysis center administrator reported a blood leak with a ca 170 dialyzer about two hours into treatment. The center administrator reported, "co has never seen anything like it in 20 years of hemodialysis, blood came up out of the arterial header. The pt had a cardiac arrest." CPR was performed and the pt was successfully resuscitated and transported to the hosp. The pt's estimated blood loss was 100-150ccs, in addition to the 250cc of blood that was not returned from the extracorporeal circuit. Dialysis treatment was resumed in the hosp with new disposables and completed without incident. The pt had returned to the center and has continued to have their routine dialysis treatments without further difficulty.